Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (model zcb00 +18.0 diopter) was implanted and removed the same day from the patient's operative eye as there was an anterior capsular tear that went around posteriorly. Reportedly, lens model za9003 was implanted as a replacement lens. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learned that a limited anterior vitrectomy was performed after the replacement lens (za9003 + 17.5 diopter) was implanted. No other medical or surgical intervention was required. The following fields were updated: date of birth: (B)(6) 1947. Gender/sex: female. Device available for evaluation? Yes. Returned to manufacturer on: 07/26/2016. (B)(6). Health professional: yes. Occupation: physician. Device returned to manufacturer? Yes. Device evaluated by manufacturer? No. Reason for non-evaluation: device evaluation anticipated, but not yet begun. Conclusions code: updated from 92 to 11. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 6/25/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection under 12x microscope magnification was performed by a qualified final inspection manufacturing specialist. The observation showed no abnormalities on the lens. Lens was further measured as per tm4759 rev. 01 - dimensional measurement of returned complaint sample, and all measurements (haptic width, optic diameter, overall diameter and haptic thickness) were within specification. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.